Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 700 mg/dl. The patient's pdm (personal diabetes manager) lost power during the night. When they attempted to charge the pdm the next morning, it would not charge, therefore they were unable to deliver insulin via the omnipod system. Symptoms reported include hyperglycemia, pain and vomiting. The patient was treated with intravenous fluids, and an insulin drip. The patient was released the following day. Patient's mother believed pod was still on patient at the time of hospital admission but could not confirm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.